Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 04/28/2017. Product analysis: the device was returned and evaluated by product analysis on 04/04/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. Multiple rebooting events were observed attributed to the user installing discharged batteries. The pump was never used to deliver insulin. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage was found to the battery compartment or internal power circuit. No moisture ingress was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump passed a delivery accuracy test. All deliveries performed during investigation were recorded accurately in the pump history.